Event description:
Pulmonetic system, inc. Received a call from a representative of the medical center in 2002. The representative call to report the following problem: ventilator shut down while on patient, 2 times. No patient harm. No audible alarm. Upon further investigation the unit was operating on ac power source in the ICU. No further informaiton is available.